Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 51 mg/dl compared to readings of 127 mg/dl respectively obtained on a healthcare professional meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigation is in pending. A final report will be submitted once investigation is completed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and smu test was failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was performed on the returned sensor. A visual inspection was performed using a digital microscope on the returned puck and the puck (pcba) printed circuit board assembly; no indication of contamination or physical damage was observed. The initial scan was reviewed and product quality engineering (pqe) was found to be in state 8 (indicating error termination). The device was brought to the bench for testing. The returned sensor was attempted to be scanned on the evm (evaluation module) and then restored and reactivated. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage was performed on the returned sensor using a digital multimeter and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The device history record (DHR) has undergone a thorough review. The product successfully passed all quality control tests prior to its distribution. The record shows no anomalies detected. Also, the reported event of low glucose readings was not confirmed. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. Section b3 (date of event) was incorrectly updated in the previous reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 51 mg/dl compared to readings of 127 mg/dl respectively obtained on a healthcare professional meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.